Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak is consistent with direct contact between a brk needle/stylet assembly and the seals during insertion. The IFU suggests the following steps as part of the brk needle/stylet assembly insertion process: "separate the sheath and dilator by withdrawing the dilator approximately 5 cm." Also, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the sheath."

Event description:
During the atrial fibrillation procedure, a blood leakage was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequence to the patient.